Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. The customer observed insulin exiting the infusion set tubing prior to contacting tandem customer technical support (cts). No troubleshooting was performed with cts to confirm insulin exiting the infusion set tubing. The customer was to change the site to resolve the occlusion alarm. Cts educated the customer to troubleshoot the occlusions by using the fill tubing feature while disconnected from the pump, to confirm normal insulin delivery. Reportedly, the customer uses the pump supplies for four days. Cts educated the customer to change out their supplies at least every three days. The customer declined troubleshooting with cts to determine a possible cause of the occlusion. No additional information regarding this event was provided.